Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, high ventricular rate responses due to noise issue was observed. Clinician believes the issue to be due to the noise and not a psychological issue. Noise was reproduced in clinic via isometric testing. Programming changes were recommended. No further information available.